Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that hardware removal surgery was performed on (B)(6) 2019. Some screws were deformed. All the hardware was removed successfully. Patient outcome is reported as stable.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: ktt, hrs. Complainant part is not expected to be returned for manufacturer review / investigation. Occupation: synthes rep. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was operated one more than a year ago. The patient experienced persistent pain, and attached image shows screw failure. Concomitant device reported: unknown plate, (part # unknown, lot # unknown, quantity unknown). This complaint involves three (3) devices. This report is for one (1) 5.0 mm locking screw slf-tpng with t25 stardrive recess 30 mm. This report is 1 of 3 for (B)(4).